Event description:
I received my hip implant in (B)(6) of 2005 and a couple of months later it started to squeak and then in 2008 it dislocated once, then started to get infected. I had two surgeries to clean it out and it still got infected so in 2013 the drs said it had to come out, so they took it out in (B)(6) 2013 and put a new one in (B)(6) 2013.